Event description:
It was reported that the customer received an error message on their insulin pump, and the insulin pump's screen went blank afterwards. The customer's blood glucose was 191 mg/dl. The customer then stated that the insulin pump was alarming off no power. After clearing that alarm, she received the spi to motor pic communication error alarm. The customer stated that the insulin pump kept power off when clearing an alarm. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unexpected restart alarm, spi to motor pic communication error alarm, off no power alarms were not verified due to blank display anomaly. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.